Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03870. It was reported that vessel dissection and arrhythmia occurred and the patient died. The target lesion was located in a severely calcified right coronary artery (rca). The physician ballooned the lesion with a 25 x 12 emerge and a 25 x 12 nc emerge balloon catheters. The patient had been stable but few minutes later, the patient had an arrhythmia and was not breathing. Cardiopulmonary resuscitation was performed as well as "code team" provided shocks to patient several times, however, the patient died. The cause of death was dissection of the aorta. Autopsy report is not available.